Manufacturer narrative:
The microblade shaver device was returned to baxano for evaluation. A visual and microscopic examination of the device did not reveal any defects, therefore no conclusion can be drawn.

Event description:
The pt underwent a multi-level spinal decompressive surgery on (B)(6) 10, with the baxano io-flex system. After successful bilateral decompressions at the l3-4 and l4-5 disc levels with the microblade shaver, the surgeon successfully accessed and confirmed the location of the l5 nerve root with the baxano probe and neurocheck device. He then proceeded to introduce the microblade shaver to decompress the nerve root. After approximately 5 reciprocations with the microblade shaver, a change in the free-running electromyograph (emg) signal was noted and the surgeon stopped the reciprocations. Initial inspection indicated a 3-4 cm diagonal dural tear with associated cerebrospinal fluid (csf) leak, which appeared to be along the decompression pathway. The dural tear was repaired via sutures intraoperatively. The following day the surgeon indicated that the pt was doing well with normal motor and sensory function and no neurological issues.